Manufacturer narrative:
The field service representative (fsr) verified the reported complaint as the roller pump display did not turn on. Mechanical, electrical, and visual testing was performed. The fsr replaced the roller pump display and the display to pump board cable. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump would not power on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It doesn't power on.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump display and pump board cable to lab use only (luo) testing equipment. The pst did not observe any visual issues and all solder terminations were acceptable. Each component was evaluated separately and found to function as intended. It was determined that the roller pump display and pump board cable met specification.